Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in d3 to accurately reflect manufacturer fax. Corrected information has been provided in UDI (d4) was previously entered incorrectly; the complete UDI has now been provided.

Event description:
The complainant reported a patient was implanted with impella devices (indication unknown) for mechanical circulatory support (mcs). The patient underwent a mitral clip procedure and subsequently required mechanical circulatory support. An impella cp device was placed post-procedure. Due to worsening right heart failure, an impella rp device was attempted 24 hours later. The initial rp insertion via the left femoral vein was unsuccessful due to tortuous venous anatomy; the device was removed. A second rp device was successfully placed in the left femoral vein. At the conclusion of the procedure, the physician noted a split at the tip of the peel-away sheath; no groin-related adverse event occurred. The following day, the impella rp device generated a ¿placement signal not reliable¿ alarm thought to be related to insertion technique. There was no impact on the pump function. However, the next day, the impella rp device was explanted (for reason unknown), and the patient remained on impella cp mcs for approximately 1.5 weeks. The patient¿s condition deteriorated resulting in systemic inflammatory response syndrome (sirs) and subsequent demise.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. Medical safety review. Medical safety reviewed the event and noted the following: a patient underwent a mitral clip procedure and subsequently required mechanical circulatory support. An impella cp device was placed post-procedure. Due to worsening right heart failure, an impella rp device was attempted 24 hours later. The initial rp insertion via the left femoral vein was unsuccessful due to tortuous venous anatomy; the device was removed. A second rp device was successfully placed in the left femoral vein. At the conclusion of the procedure, the physician noted a split at the tip of the peel-away sheath; no groin-related adverse event occurred. On the following day, the rp device generated a ¿placement signal not reliable¿ alarm, suspected to be related to insertion technique. Pump function was not affected. The rp device was explanted the next day, and the patient remained on impella cp support for approximately 1.5 weeks. Despite ongoing support, the patient¿s clinical condition deteriorated, resulting in systemic inflammatory response syndrome (sirs) and eventual death. The initial unsuccessful rp insertion and the split at the introducer tip are considered device malfunctions. The ¿placement signal not reliable¿ alarm on the second rp device is also considered a device malfunction, despite no impact on pump function. The patient¿s death is conservatively attributed to the impella cp device, as it was in place at the time of death; however, the patient¿s worsening clinical condition likely contributed significantly to the outcome. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella cp device report is one of four devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella rp pump 2, impella rp pump 3 and impella introducer.